Event description:
Litigation papers allege the following: after surgery, the known and common problem of natural biologic corrosion and friction wear caused by a painful right hip, diminished functioning of his right hip. He likely will never be able to walk unassisted again. He must use a cane to walk and is unable to work, squat or kneel without extreme difficulty. He lacks the muscle mass and strength that should have followed a normal hip replacement. Update rec'd (B)(6) 2012: pfs and medical records received. Part/lot was provided. The unknown depuy pinnacle hip is now being changed to the liner and the head is now being added. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege the following: after surgery, the known and common problem of natural biologic corrosion and friction wear caused by a painful right hip, diminished functioning of his right hip. He likely will never be able to walk unassisted again. He must use a cane to walk and is unable to work, squat or kneel without extreme difficulty. He lacks the muscle mass and strength that should have followed a normal hip replacement. Update rec'd (B)(6) 2012 - pfs and medical records received. Part/lot was provided. The unknown depuy pinnacle hip is now being changed to the liner and the head is now being added. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014. Doi: (B)(6) 2009 - dor: no revision reported at this time. (Right hip). Patient is a resident of (B)(6). (B)(4) complaint attached. Complaint file content has been scanned and attached. (B)(4). The devices associated with this report were not returned. A complaint database search found one other complaint against the (B)(4) lot code. Per (B)(4), revision c a review of the device history records is no longer required for this product. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.